Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired with the interlock engaged. The jaws were open. Protruding staples were noted. Functionally, the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, on the third firing on gastric tissue, the surgeon closed the jaws and the green button illuminated. Operator pressed the button which started flashing, surgeon pressed down and the stapler did not fire. The reload was removed and replaced by another reload and the procedure was completed. There was no patient injury.